Manufacturer narrative:
Customer problem confirmed that the pump was programmed with an extra dose of 5.0 ml instead of 2.0 ml. However no problems were found with the ability to program the pump. The pump passed all tests and was found to be operating properly.

Event description:
It was reported that during use of cadd® cadd-legacy® pca pump the extra dose was on 5.0 ml. Telephone contact with the nurse about the right dose - needs to be 2.0 ml. The extra dose was changed back to 2.0 ml.